Event description:
The customer reported to olympus the tracheal intubation fiberscope had ¿flooding.¿ there was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that the coating of the image guide serpentine is peeling off which, is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was unable to be confirmed. During the device evaluation it was observed that the coating of the image guide serpentine was peeling off due to deterioration. Upon further inspection, it was observed that the adhesive of the bending section cover had a chip due to chemical or physical stress. It was also observed that the connecting tube had a dent due to physical stress. It was also observed that there was a stain on the image due to damage to the image bundle caused by physical stress. It was observed that the channel cleaning brush could not insert smoothly due to buckling and deformation in the channel. It was also observed that the control unit had corrosion due to a water leakage caused by fluid invasion from the body control unit. It was observed that the grip and the up-down plate were sticky due to chemical stress. It was also observed that the venting connector, under the grip had corrosion and was shaved due to chemical and physical stress. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: eyepiece, grip, angulation lever, diopter ring, scope connector cover and on the up-down plate. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to stress, external factors, and handling. Olympus will continue to monitor field performance for this device.